Event description:
After getting essure done I bled for 5 months straight. Doctor gave me hormones to stop the bleeding which didn't help. After I stopped bleeding I started to have 2 periods a month. One very heavy and one light, which before this I was on time every month since I started when I was 11. I now have painful periods that are irregular, blood clots, cramping, bad breast pain, heavy bleeding and painful ovulations. Then the past 2 years I have been seeing my primary doctor due to very bad lower back pain, nerve pain that runs from lower back down right leg down to knee, my knees also hurt non stop and some days I have a hard time walking, body stiffness and joint pain. My doctor did a MRI, xray, and blood work all to show no cause of why I am in horrible pain. I have seen a physical therapist (which didn't help) and a chiropractor and massage therapist (which didn't help either). Now for the past year I have had numerous uti's with urgency to urinate which I get ever other month. I keep getting infections for unknown reasons and have been on antibiotics for almost a year now due to them. I have fatigue, headaches, horrible moods swings were no one wants to be around me, irritable almost all the time, muscle spasms, nausea, pelvic pain, sharp stabbing pains (to the point I think someone has actually stabbed me in my back, side or leg), I have tingling sensations in my arms and legs, numbness in right thigh, I bruise easily and if I get cut it is hard to heal (sometimes it takes 2-3 months to heal), hair loss, allergies have gotten worse with a lot of sinus infections, teeth problems, and hip pain.